Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The archive from the procedure was sent to medtronic for evaluation. It was reported that the registration had multiple red points, and that a slight trace was added to the bridge of the nose. The points were noted to be beneath the skin. Clearing the red points improved the precision of the registration. A second registration was noted that had multiple points beneath the skin. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, the navigation system displayed an inverted image when a probe was placed on top of the anatomy. It was noted that additional registration points were added, but the points decreased the precision. It was then noted that restarting the navigation system did not restore functionality. The surgeon opted to complete the procedure with a second medtronic navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.